Event description:
Customer noted on a baxter evaluation feedback form while trialing the exeltra plus 210 dialyzer that a dialyzer clotted with 40 minutes remaining in therapy. This patient is known to clot in the past. No additional information available at this time.